Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, high capture threshold resulting in loss of capture and episodes of nonsustained right ventricular oversensing were noted on the right ventricular lead. Technical support was contacted and recommended programming to resolve the event. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.